Event description:
A malfunction was reported by the customer, displaying a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the customer in doing so, after which the issue did not recur. The customer was advised to continue using the pump and to contact support if the problem returned.